Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, varus valgus laxity, possible nickel allergy, and pain. The surgeon reported the patella was intact and retained. He indicated the femoral component was intact, though revised. The surgeon indicated the tibial tray could be easily disengaged with simple lifting. The patient was implanted with depuy components, and unknown bone cement. There were no complications. Doi: (B)(6) 2014; dor: (B)(6) 2019 (lt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 7786867. Device history review: a device history record (DHR) review was conducted as part of investigation (B)(4). Review of the device history records did not reveal any related manufacturing deviations or anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.